Manufacturer narrative:
Section: h3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned jrny ii cr lock fem implant impactor confirmed the device is broken in the middle with extensive wear and usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a (B)(6) surgery, a jrny ii cr lock fem implant impactor was broken. It is unknown in which moment of the surgery the incident occurred. It is also unknown how the procedure was performed and if it caused a delay. No harm to the patient or any further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).